Event description:
It was reported that on (B)(6) 2021, the flexible shaft failed during a total hip procedure. There was no surgical delay. The procedure outcome was unknown. There was no patient consequence reported. This complaint involves one (1) device. This report is for (1) 5.0mm flexible shaft this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.